Event description:
Depuy acromed received a complaint concerning a doc rod. According to the complainant, post-operative x-ray revealed that the doc rods had slipped through the h-plate approximately 6 mm. The construct was removed in a revision surgery and the pt was re-instrumented. There were no other adverse consequences to the pt. A complaint history analysis was performed and no complaints of this kind have been reported for this part number. The returned rods were inspected and they conformed to specifications. The most likely cause of the event was an improper tightening sequence by the surgeon. The cross-connectors should be tightened immediately after placing the platform through the rods. It is possible that the surgeon tightened the cross connectors to the platform at the end of the procedure. If the cross connectors are tightened at the end of the procedure, the rods could move or bend, and become unstable. This could lead to slipping of the rods. This an isolated incident most likely attributed to surgical technique error.